Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). They stated they did not understand what the patient was referring to. They stated there was never swelling of the spinal cord, no nerves were cut, and no tumor involvement. The manufacturer representative (rep) never programmed the patient until the 2 week follow up appointment. The hcp stated they did not agree to essentially any of the patient¿s recollection of events. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient mentioned he is experiencing a lot of pain in their back and he will go back to his doctor's office on tuesday to have it adjusted. The patient said during the implant surgery the "spinal cord swelled up so they had to do a nerve block and they had to cut the nerve or repair it." The patient said that they went above a tumor in their lower back to incorporate it as part of treatment and they thought they could treat the tumor pain. The patient said the day after implant the spinal cord swelling up got worse, and since then had residual pain in their hip since then. The patient said the tumor pain had gone away, but they weren't getting relief in their legs or whole lower body." The patient said he didn't think the settings were right and they were not getting pain relief since implant. The patient said he was on group a at 1.6 v. The patient hasn't tried raising stimulation yet. The patient raised to 10.8 v and said he felt it in their left leg, but they were supposed to get it in their whole lower body. The patient was directed to follow up with the hcp. No further complications were reported. No additional patient symptoms were reported.